Event description:
The customer reported that the pump battery would not charge. The customer's blood glucose level was reported as 8.7 mmol/l, which is within the normal range. Technical support instructed the customer to try a different wall outlet and charging cable, but the issue persisted. Customer continued to use pump for insulin therapy.